Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported the high flow insufflator pressure was not maintaining. The issue was found during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement..

Event description:
The customer provided the date of event.

Manufacturer narrative:
Additional information: b3.